Event description:
Patient was revised due to pain. (Left hip).

Event description:
Update - this is a bilateral patient. Patients operative records were received. Records indicate the patient was revised to address high cobalt and chromium levels. Upon revision metallotic fluid and graying of the periacetabular tissues was found. Prior to surgery it was indicated the patient had iliopsoas bursitis and a significant amount of fluid in the iliopsoas bursa was noted upon revision. Part/lot information was updated. (Left hip).

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4).

Manufacturer narrative:
Depuy will notify the FDA when the investigation is complete. The event did not occur in the (B)(6).

Manufacturer narrative:
(B)(4). Litigation alleges patient had severe injury, pain, confined to bed and home, and prevented from attending to usual activities after asr hip implant. Depuy still considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.